Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was not able to be read in bright light and the text was turning red. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: evaluation revealed that the pump¿s display screen had dim, discolored and fading lettering. Unrelated to the complaint, evaluation revealed a cracked battery compartment. No loss of power was observed during testing. There was no evidence of moisture damage in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.